Event description:
It was reported that the ilet pump using a dexcom g7 continuous glucose monitor (cgm) sensor remained stuck on ¿pairing with sensor¿ despite prior attempts to toggle settings, re-enter the sensor code, restart the pump, and perform a magnet procedure, with guidance to contact dexcom or try a new sensor. Investigation included technical troubleshooting and education with repeated pairing attempts and a device restart. Investigation of this case revealed a pairing failure between the cgm sensor and the pump, with no separate interfering bluetooth device identified and no confirmation of sensor function through the dexcom app, suggesting a cgm communication or sensor issue rather than a pump hardware defect. No adverse clinical symptoms associated with no continuous glucose readings, resulting in operation in bg run mode. Outcomes included no medical interventions or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing failure consistent with sensor or communication malfunction.